Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding issue was most likely use related per clinical review. D6a and d6b added. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04823. F6/f8-should have been left blank. G1 reporting contact fax number missing. G1 manufacturing contact fax number missing.

Event description:
The user facility reported a 69 -year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Us complainant reported the 14fr sheath peel away sheath was noted to be 2-3 inches out of the body while in the cath lab. Physician did not want to peel away and did not want to advance it. Sheath was secured with sutures. A hematoma had formed. Pressure was held but bleeding persisted. Surgeon advanced the sheath and placed new forward tension sutures. Bleeding resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿